Manufacturer narrative:
Returned for evaluation was a 19cm solero applicator. A visual review of the returned device noted that the ceramic tip was fractured off. The applicator shows signs of damage due to bending, which may have led to dielectric breakdown in the tip, causing the center conductor of the semi-rigid cable to fail and the ceramic tip to detach. Based on this information, the likely root cause for the tip detach is handling damage by the end user. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during a microwave ablation procedure, the solero probe was successfully placed in the patient's liver. During the procedure, a "high reflected power" message displayed on the solero unit display. The treating physician withdrew the probe for repositioning. The probe was successfully repositioned, and the unit again displayed a high reflected power message. Once agan the treating physician withdrew the probe, at which time it was noted the tip of the applicator had detached inside of the patient's liver. The treating physician determined not to remove the tip from the patient's liver. It was reported the patient was doing well and has experienced no adverse effects due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.